Event description:
During MFR review of a pt's vns programming history, it was noted on (B)(6) 2008 that the parameters were at default systems diagnostic settings (1ma/20hz/500pulsewidth/30 sec on/60 min off). The settings were changed back to the intended settings at this visit. A faulted systems diagnostics test is suspected to have occurred at the previous office visit on (B)(6) 2008, but no faulted test was noted in the available history.